Event description:
A healthcare worker complained of skin discoloration and a burning sensation on the hand while opening a package. The cycle completed, but the vaporizer plate was not in place during the load that included the package that was opened. The symptoms resolved within a few minutes and no medical attention was sought.